Event description:
According to the reporter: during laparoscopic rectum procedure, after connecting the cartridge to adapter and adapter to handle they tried to check the jaws opening/closing ,however could not.the device kept re-started repeatedly and halfway displayed the start screen of covidien's logo. Replaced by an ultra handle to complete the procedure. The event occurred during the procedure but the product was not used for patient. No injury to the patient.

Manufacturer narrative:
This device problem is not reportable.